Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received excessive no deliver alarms in one day. Customer's blood glucose was 117 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer was not able to remove infusion set in order to check cannula. Customer stats she had an infusion set with bent cannula. Customer was advised to monitor insulin pump. No further info provided.